Event description:
Consumer alleges his humidifier caught on fire on his bedroom dresser and damaged a rug while taking the unit outside. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer discarded product.